Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the plug of the power cord melted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported melting of the plug was confirmed by a manufacturer field repair technician through visual inspection. Upon disassembly, it was found that one of the prongs of the plug was damaged, resulting in arcing in the plug which can lead to the reported event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the plug of the power cord melted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.